Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not holding charge issue was verified, but the malfunction issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery was depleting quickly, resulting in the pump shutting off. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.